Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm after performing multiple set changes. Blood glucose level at the time of the incident was 181 mg/dl. Customer reported having blood glucose levels over 600 mg/dl. During troubleshooting, the customer received a no delivery alarm during priming. The insulin pump was not replaced. During a follow up call, the customer reported that the device continued to alarm no delivery. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.